Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records and a similar complaint query for this product could not be reviewed because the part number and lot number were not provided. Based on the information provided, the investigation determined that the reported issues and subsequent treatment appear to be related to operational context of the procedure. Factors that may contribute to failure to advance the guide wire include, but are not limited to, outer diameter of the guide wire, challenging anatomy, device support, buildup of procedural contaminants, user technique, and/or damage to the guide wire. In this case, it is likely the challenging anatomy may have contributed to the reported failure to advance as it was reported that the guide wire was inserted in subintimal plane which likely led to the device entrapment and reported material separation which was left in subintimal plane adjacent to the occluded segment of the vessel. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported the procedure was to treat a lesion in the right superficial femoral artery (sfa). A non-abbott crossing device (beback) was inserted into the occluded segment of the vessel. While in the subintimal plane the steelcore guide wire was pushed through the lumen (still in the subintimal plane) however the wire got stuck. Upon attempting to remove/disengage the wire from the beback device, the distal 2cm of the steelcore were sheared/broken off and was left in the subintimal plane of the patients sfa, adjacent to the occluded segment. No attempts were made to remove the separated portion as it was fixed in the lumen. No further treatment was able to be performed therefore the patient was sent for surgery. No additional information was provided.